Event description:
It was reported that when an asymptomatic patient transmitted device data via a remote transmission, post-paced t-wave oversensing was observed. The oversensing was noted on a stored egm. The device was reprogrammed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that via remote transmission, non-sustained lead noise was observed on egms. Myopotential oversensing was suspected. The device was reprogrammed. Patient condition was good